Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete. Patient information was requested, unavailable at the time of this report

Event description:
The customer reported that a patient had an spo2 event with a value down to 30% but no alarm was provided at the information center. The nature of any treatment provided to the patient was not provided however it is considered that care to provide oxygen would be expected under such conditions.

Manufacturer narrative:
The customer contacted the medical technical response center at philips for troubleshooting support and field service engineer (fse) was dispatched onsite to evaluate the device. The fse was contacted for further data and information at which time he provided log files and screen shots. The fse stated he tested the device and found no anomalies or issues. A review of the log files found a desat 84<85 was provided at 09:27:25 which was silenced at the central monitor at 09:32:34. The lowest value noted was 3% at that time. The log pattern supports that alarm reminders were then provided approximately every 3 minutes until 09:42. The logs do not store yellow alarms however the screen shots provided support that yellow spo2 low limit violation alarms were provided at 09:14:25 and 09:24:23 and 09:44:47. The fse did make note that audio was operational at the time of his visit but he noted an "alarm sound off" indicator after the occurrence. Since this was described to have occurred after the event and the data supports that alarms were provided and silenced, the "sound off" issue is not deemed to have impacted the staff's ability to detect the alarm event in this case. The fse went onsite and tested the products involving stating that all was operational at the time of his visit. All speaker and audio connections were secured and he indicated volumes could not be set inappropriately low. The issue is not consistent with a malfunction of the product. Testing by the fse found the device operating normally post incident. Log data supports that both yellow and red level spo2 related alarms were provided with a desat alarm provided at 09:27:25 which was silenced at 09:32:34 with reminders provided approximately every 3 minutes until 09:42. The issue is consistent with a use related issue. Given the limited details provided regarding the patient condition and any delay of care, it could not be determined if the device was a factor in the patient event. Though the patient was not indicated to have been harmed, it is considered that some form or medical therapy would have likely been warranted to manage the desat event. No further action or investigation is warranted at this time. .